Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.443" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy procedure, the harmonic ace instrument tip suddenly lost its strength and broke. The fragment was retrieved using a handheld laparoscopic device. Confirmation that all fragments were retrieved was done visually by comparing the fallen fragment with the instrument. No additional surgical procedure was required to remove the fragment, and no post-operative tests, such as x-rays or ultrasounds, were performed to check for remaining fragments. The procedure was completed robotically with a back-up harmonic ace instrument. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
The harmonic ace instrument has not been returned.